Event description:
It was reported that during the implant procedure, there was placement difficulty with the leads. The leads were not used and replaced. No patient complications have been reported as a result of this event.